Event description:
Device 1 of 2. Please see MFR report #1627487-2010-01919 for device 2. On (B)(6) 2010, the patient was implanted with an scs system. The patient was initially satisfied with the stimulation, however, on (B)(6) 2010, it was reported that the patient desired more coverage. On (B)(6) 2010, the doctor tried revising the patient, and replaced the lead. The patient was still unhappy with the stimulation and felt it did not help her pain. On (B)(6) 2010, the system was removed.

Manufacturer narrative:
Device evaluation 1 of 2. Please see MFR report #1627487-2010-01919 for device 2. The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The ipg was visually inspected and no anomalies were noted. The ipg passed the auto test. Conclusion: the cause of the reported complaint could not be confirmed. The ipg passed functional testing. Ans has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Ans defers to the patient¿s physician regarding medical history.